Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the device was scrapped due to a recharger failure (no device found screen) and the antenna had cracks in the cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller (pt's wife) stated for a couple months, maybe longer (confirmed this year) they have had trouble charging the implanted neurostimulator (ins), which had gotten gradually worse. Caller said the screen would say "try again" and they would have to reset the controller. Caller also said they would really have to play with the rtm to get it charging, which sometimes could take 15-20 mins and the controller battery would deplete fast (would start fully charged and go down to 30%). Caller then said the pt had noticed the paddle of rtm getting hot, and said it felt like it was burning them (confirmed talking about the feeling, did not actually burn pt). Caller said pt was hurting as the ins was empty and they were unable to recharge. Caller tried charging the ins during the call and reported no device found, even though the rtm was right over the ins, and the controller was not blinking. Caller then reported the ins empty, recharge ins soon screen, even though rtm was already plugged in. Caller said the screen would go back and forth between checking recharge quality and poor recharge quality and the yellow light was blinking. Caller tried unplugging and plugging rtm back in, and after pressing recharge on no device found, reported passive recharge mode. The issue was not resolved. Caller asked if they could continue trying to charge ins, pss reviewed passive recharge mode and reviewed to discontinue charging if the rtm started to get hot. Additional information received reported that always wend down before time to charge. They charged around 8:30 pm and was empty by then. Steps taken was that the device was re-programmed. The replacement device resolved the empty battery and trouble charging.